Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a charge circuit timeout that occurred on (B)(6) 2016.

Event description:
It was reported that an alert triggered on the implantable cardioverter defibrillator (ICD) due to excessive charge time. It was noted that the device reached end of service (eos). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance and the returned device indicated shorting/low impedance in the battery. Initial analysis measured the battery voltage at 2.65v confirming the battery depletion. It also confirmed that the returned device indicated a charge timeout (cto) when attempting a 35 joule charge with the original battery. The original battery was replaced with a reference donor battery with a voltage of 2.626v. The device was able to complete a successful 35 joule charge within nominal charge time when using the donor battery. Additional analysis demonstrated that the device functioned nominally with regards to pacing output, lead impedance, and system current drain. The device was fully functional throughout the analysis. The results were consistent with the device battery causing the device to charge inefficiently. No hybrid anomalies were found. The battery impedance measured 0.330 ohms. Further destructive analysis found that there was localized li discharge along the edges and severing (li isolation) occurred in anode segment 8 and nearly complete severing in anode segments 6 and 7. The anode severing resulted in a reduced li anode surface area, which caused an increased battery resistance. The increased battery resistance resulted in the cto noted on (B)(6) 2016. In addition to the li-severing, a li deposition breach was found in the separator in anode segment a2, adjacent to the cathode tab. Deposited lithium (li) protruded through the anode breach and made contact with the cathode tab, resulting in an internal electrical short. The save to disk data showed a significant voltage drop to 2.75 v around (B)(6) 2016, but this drop occurred after the cto event reported for this device. Based on this analysis, the cto that occurred prior to eri after 51 months of service was caused by li severing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.